Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 due to sui. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure to treat sui & pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent removal of mesh on (B)(6) 2012 by (B)(6) at (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with terminal ablation, dilatation and curettage. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urgency and hematuria.